Event description:
My son uses the dexcom g7 for managing his type 1 diabetes along with omnipod 5 pump. We have noticed an extreme change in accuracy in the product. Tonight the dexcom g7 relayed a 73 blood sugar and a finger stick produced a 49 (dangerously low). Then hours later after some recovery from the 49 blood sugar, the dexcom is reporting 67 and finger stick is showing 142. These accuracy issues are extremely dangerous as my son relies on this closed loop system with his insulin pump. This is one of the many accuracy issues we are having with the dexcom g7. It also is very difficult to calibrate to try and correct the data. It seems to get worse and worse the accuracy discrepancy with each g7. The pump relies on this data to deliver basal insulin, so my son is pushed into hypoglycemia and hyperglycemia on a regular basis due to the faulty data. I am shocked these products have not been recalled as this is so dangerous. I worry every night that the data we are getting is not right and he has been hypoglycemic for the past 3 nights. We are frustrated and do not know where to turn. The dexcom reported a blood sugar of 67, actual blood sugar of 142 per finger stick. Also the dexcom posted a blood sugar of 73 when actually blood sugar per finger stick was 49.